Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg lt md size 3 PMA med sz 3 item# 159547, lot# 825760, oxford cementless tibia d lm item# us166576, lot# 3050478. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00280, 3002806535 - 2022 - 00281.

Event description:
It was reported in a clinical study that the patient developed painful pes anserinus bursa on the left knee approximately seven years post-implantation. Patient is being treated with non-steroidal anti-inflammatory drugs. No revision or further outcome reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3,h6, h10. The device history records for item # 161474 lot # 3050585 were reviewed for deviations and / or anomalies with no anomalies / deviations identified.. Root cause of the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.